Event description:
Related manufacturer report number: 2017865-2024-69621. It was reported, that the patient presented in-clinic for a scheduled procedure. Upon device interrogation, it was discovered, that the right-atrial (ra) lead exhibited extracardiac stimulation, due to dislodgement and the pacemaker exhibited migration. As a result, the ra lead was repositioned. And the device was reprogrammed and repositioned on (B)(6) 2024. No patient consequences were reported. And the patient was stable.